Manufacturer narrative:
Report date: 01jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device displays an alarm "check vent: the emergency alarm is defective." The customer reported there was no patient involvement at the time the issue was discovered. After reading the logs of the device, replacement of the pm board was recommended. Fse scheduled for evaluation and repair on 7/2. Other information is pending.

Manufacturer narrative:
B4:(B)(6) 2021. The device was not being used for treatment when the reported event occurred. Based on this information, this is not reportable event. After reading the logs of the device, replacement of the power management (pm) board was recommended. The manufacturer's field service engineer (fse) was dispatched onsite and confirmed the reported problem. The fse replaced power management pcbu board to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.